Event description:
Physician additionally clarified that the patient experienced angioedema after an injection with juvederm® and is now back again considering additional treatment. Physician also noted "only injected 0.2 ml¿ in the patient¿s lips.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of ¿swelled dramatically¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Adverse events ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flulike symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. Health care professional instructions within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Company representative reported on behalf of healthcare professional that after injection in the lips with 0.3 ml of juvéderm® ultra xc, the patient¿s lips swelled dramatically. The patient consumed shell fish within four hours post-injection, which healthcare professional feels could have possibly contributed to the event. The patient visited the ER on the day of the injection where treatment with a steroid and ¿oxycodone for pain¿ was injected. The following day, the patient was prescribed prednisone as treatment. It is not known if the symptoms have resolved. Patient was taking ¿htn med¿ concomitantly.